Event description:
It was reported tha the machine stopped working. The battery does not recharge. A backup pump was used to complete the treatment and there was no impact to the patient.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause.